Event description:
It was reported that during a pulsed field ablation procedure, the dilator could not be fixed to the sheath. The sheath was replaced and the issue remained. The sheath was replaced again which did not resolve the issue. The sheath was replaced with another manufacturer's device which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 10fcc13 product type: sheath product event summary: the 10fcc13 sheath of lot number 0012366144 was returned and analyzed. Visual inspection of the handle area was performed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The tip of the sheath was intact with no anomaly. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The dilator was snap-locked to the sheath and was tight. The performance test with uson leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.143 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0046 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported "dilator compatibility" issue was not observed/reproduced with the returned sheath. The sheath failed the return product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.